Manufacturer narrative:
H11: h3, h6: the reported device was received for evaluation. A visual evaluation showed the device was not returned with original packaging. The color and magnet scheme of the device matches the print. There is minimal light scoring on a single area of the inner blade. There are some light impact marks on the edges of the inner blade cannula window. A specimen bottle was returned with the blade, but no metal particles were located within it. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with a component failure. Factors that could have contributed to the failure include insufficient irrigation during use. Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that during an unspecified procedure, metal came off the blade 4.5 bonecutter. Surgery was completed using a back-up device instead. There was no surgical delay, and no further complications were reported.

Manufacturer narrative:
H11: internal complaint reference: (B)(4).